Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the ambicor penile prosthesis (app) due to the device not functioning properly. During the procedure, a hole was identified in the left cylinder resulting in fluid loss. A new app was implanted. There were no patient complications reported.